Event description:
It was reported that this right ventricular (rv) lead was not capturing on the presenting electrograms (egm). The physician noted that there were rates in the 40s and the patient came in with symptoms of weakness and fatigue. It was reported that external pads were used on the patient. A local field representative was paged to contact the hospital for an in person interrogation. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.